Manufacturer narrative:
Visual inspection has confirmed the reported event. Evidence of the fractured gold screw was observed inside the implant. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that the abutment screw fractured and the implant was removed.